Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2021. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please provide procedure name. All answers above are unobtainable. Once there is any update, we will update the information. Please describe in detail the second injury experienced by the patient was there any medical or surgical intervention performed to treat this second injury(re-operation; re-suturing; prescription steroids; antibiotics prescribed)? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the most current patient health status and condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide procedure name. Please describe in detail the second injury experienced by the patient. Was there any medical or surgical intervention performed to treat this second injury.(re-operation; re-suturing; prescription steroids; antibiotics prescribed)? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the most current patient health status and condition? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. The suture was removed and sutured for many times, causing secondary injury to the patient's body. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide procedure name. Please describe in detail the second injury experienced by the patient. Was there any medical or surgical intervention performed to treat this second injury.(re-operation; re-suturing; prescription steroids; antibiotics prescribed)? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the most current patient health status and condition? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. The suture was removed and sutured for many times, causing secondary injury to the patient's body. Additional information was requested.